Manufacturer narrative:
The customer reported that the failure could not be duplicated. A covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended running the extended self-test (est), the short self-test (sst), and the performance verification test (pvt). The tse also advised the customer to exercise the device for 48 hrs with a test lung. (B)(4).

Event description:
A report from the USA stated that an 840 ventilator had a constant alarm while being used on a pt. The pt was removed from the ventilator and placed on another ventilator. The pt was not harmed or injured as a result of the reported event.